Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an out of range pacing impedance measurement. In clinic, the impedance measurement was 720 ohms in unipolar with p-waves at 1mv. Noise was also observed in unipolar that was oversensed and resulted in inappropriate atrial tachycardia response (atr) episodes. In bipolar the impedance measurement was 760 ohms with a p-wave measurement. Noise was also noted in bipolar with isometrics. The patient reported they felt dizzy when they stand up. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed further troubleshooting. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Threshold testing was going to be performed in both unipolar and bipolar to determine which has the best threshold. Additionally, the atrial sensitivity was reprogrammed. Boston scientific technical services (ts) discussed programming options or revising the lead. Records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating high out of range pacing impedance measurements were again observed. In clinic pacing impedance measurements were acceptable. Threshold measurements were also acceptable. Noise was again observed which resulted in inappropriate atrial tachy response (atr) episodes. Atrial pacing was also inhibited for less than two seconds. Daily measurements revealed stable and acceptable measurements. No adverse patient effects or symptoms were reported.

Event description:
Additional information was received which indicated that ra noise and oversensing were again noted. Isometrics were performed which reproduced the ra noise. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.